Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient was diagnosed with peritonitis and was hospitalized that same day. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering. The cause of the peritonitis was unknown. Therapy with dianeal pd4 ambuflex was ongoing. The nurse stated that the event peritonitis was not related to dianeal pd4 ambuflex therapy.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name, manufacturer and 510k, however have been provided in this MDR. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h10k05047, h10k29039, h11a03058 and h11b07024 no exceptions were observed that were related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.